Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks and anti-tachycardia pacing (atp). One episode exhausted treatment. Additional information from the representative indicated that the device was checked and shock was delivered due to ventricular tachycardia (vt). There was no action plan performed. No adverse patient effects were reported. (B)(6).